Manufacturer narrative:
The reservoir tube lip completely broken off and test reservoir will not lock/click in place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had damage on the insulin pump. The customer¿s blood glucose level was 90 mg/dl at time of incident. The customer reported that a piece that was circular dangling from the area where reservoir fits into on pump itself. It was also reported that they had damage on the reservoir compartment and was still able to lock in place when inserted into pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.